Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator and one swg for evaluation. Visual examination of the guide wire revealed two distinct kinds in the guide wire body. Both welds were full and spherical and the distal j bend was slightly misshapen but intact. Visual examination of the dilator showed no defects or anomalies. The kinks in the guide wire measured 89mm and 288mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The dilator tip measured 0.038" which is within specification of 0.036-0.038" per product drawing. The overall length of the dilator body measured 3.97" which is within specification of 3.75-4.25" per product drawing. The guide wire was inserted into the distal tip of the dilator and the dilator passed over the entire guide wire with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The device history records for the dilator and guide wire were reviewed and no relevant manufacturing issues were identified. The IFU provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The report of swg/dilator resistance was confirmed through examination of the returned sample. The swg body had two distinct kinks located inside the guide wire body. Both devices met all dimensional requirements, the swg was able to pass through the dilator during functional testing, and a device history record review did not reveal any manufacturing related issues. Based on the condition of the sample and the report that it occurred during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guidewire and dilator bent during passage.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire and dilator bent during passage.